Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the blade of the harmonic ace fractured with no collision to the instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of broken blade to be related to the reported complaint. The blade broke at roughly 0.174¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with the other instrument while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error.